Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the scalpel cover not present over the blade is inconclusive due to poor sample condition. One sealed 4.5 microez microintroducer kit was returned for evaluation. The product packaging label information indicated lot: reds3430. All of the components were present within the kit. The protective plastic covers were present on the scalpel, microintroducer, and introducer needles. The cover was observed to be placed on the scalpel backwards. A fold in the packaging was present. No holes or tears were visible on the tyvek or clear plastic packaging. The fold in the packaging and orientation of the scalpel cover suggest the cover may have been reattached within the packaging prior to the return of the sample. Since the original condition of the scalpel cover could not be determined from the returned sample, the complaint remains inconclusive at this time. Based on the description of the reported event, possible contributing factors include assembly of cover over scalpel and manipulation of the kit prior to use. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event.

Event description:
It was reported that when inspecting the package of the seldinger affected, an operator found the scalpel was not covered with a protective jacket. Before the inspection, the package had never been opened.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3430 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when inspecting the package of the seldinger affected, an operator found the scalpel was not covered with a protective jacket. Before the inspection, the package had never been opened.